Event description:
A malfunction, identified by malfunction code malf 0, was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to contact support if the issue reappeared.